Event description:
During a coronary angiography procedure, it was noted a few millimeters of the guideright wire was sticking out a few centimeters from the j-bend. When the guideright wire had been advanced through the introducer into the blood vessel, the patient immediately reported severe pain. When the wire was withdrawn due to the pain, this defect was observed. It was noted that the wire coating had peeled, and the steel filament protruded sideways at a 90-degree angle. There were no other adverse consequences noted.